Event description:
It was reported that the device has been returned with the same fault "cassette detached alarm" and it was noticed that the lathe of the pump was loose. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a faulty latch lock. The customer's problem was replicated. The latch lock was replaced to fix the issue.